Manufacturer narrative:
(B)(4). Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 100mmh2o. The valve was visually inspected: biological debris was noted inside the valve casing, as well as a lot of needle holes in the underside of the needle chamber base plate. The valve was hydrated for 24 hours. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed and passed no occlusion was noted. The valve was leak tested, leaked from the needle holes in the underside of the needle chamber base plate. The catheter was irrigated, no occlusions were noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested at 100mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records for the valve confirmed the valve product code ns9008, with lot ctkbcr, conformed to the specifications when released to stock in 4th september 2015. The root cause of the problem is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via l-p shunt to a female with inph on (B)(6) 2016. The initial pressure setting is unknown. On (B)(6) 2016, the patient had disorientation and ventricular enlargement was noted by CT scan. The surgeon tried to change the setting, but could not. It could not be changed even by using neodymium magnet and then occlusion of the device was found through contrast radiography. The device was replaced with 82-3842 via v-p shunt on (B)(6) 2016. The patient is currently being monitored. The surgeon suspects that biological debris in csf may have caused the occlusion.